Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in the moderately calcified vessel of a limb. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, on initial inflation, the balloon ruptured. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.